Manufacturer narrative:
As received, the device was received in backup operation. Analysis of the device image indicates backup mode was caused by code corruption consistent with the effects of exposing the device to an electrosurgical device. After re-loading the product code and programming the device to nominal settings, the pacer was tested under nominal and field conditions and the device exhibited normal functionality. Total projected longevity based on field settings is 4.07 years; implant duration is 0.16 years and remaining longevity is 3.91 years to elective replacement indicator (eri).

Event description:
During a lead revision procedure, the pacemaker entered backup vvi (bvvi) mode. Since the device could not be reprogrammed to resolve the bvvi mode, the device was explanted and replaced. The patient was stable with no adverse consequences.